Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 61 (external flash write error) on two restart attempts, and the user¿s blood glucose reached 236 mg/dl for approximately 30 minutes without backup therapy or ketone testing; the user later administered a manual dose of long-acting insulin and remained off the ilet until reconnecting. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.